Event description:
As per the surgeon, the patient's right hip was revised due to trunnion failure. Cup remained implanted.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Additionally, a v40 cocr lfit head 40mm/+4, cat. No.: 6260-9-240, lot code unknown was reported. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.